Event description:
It was reported that a cartridge alarm 16 occurred. Customer¿s blood glucose value was 197 mg/dl. The customer reloaded the cartridge to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.